Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed when the customer was entering the blood glucose value for her bolus. The blood glucose reading was 263 mg/dl. The customer's father reported that there had been another alarm which occurred before changing the battery and just after inserting the battery. The device had experienced an unexpected restart. Assisted the customer with clearing the alarms and programming settings. Upon troubleshooting, the insulin pump passed the self test. Advised the customer to monitor the device. Nothing further reported.